Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "replacement due to pain and rupture for both sides" this is for the left side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h3., h6. Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿rupture: observed broken on posterior side assessed as unidentified (tear) opening (shell thickness within specification). ¿pain: unable to observe as it is a medical event not related to the device. ¿cyst-ndr: not applicable as the event in not related to the device. Additional observations: ¿no observation observed on the device

Event description:
Healthcare professional reported "replacement due to pain and rupture for both sides" this is for the left side. The device has been explanted.

Event description:
Physician further reported the events of ¿pain¿, and ultrasound testing showed "rupture", "inner palpable lesion", "oval and cystic nodules", and "left breast mass". Events of "inner palpable lesion", "oval and cystic nodules", and "left breast mass" are not device related.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3 b5 b6 d9 h3 h6.